Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the skin graft mesher had incomplete mesh. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2018, it was reported that the unit had incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) nine times as documented in the repair reports in livelink. The last repair was august 8, 2018 where it was reported that the device was producing an incomplete mesh and the roller, roller gear, shoulder bolts, and washers were replaced. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter serial number (B)(4) nine times as documented in the repair reports in livelink. The last repair was august 8, 2018 where it was reported that the device was producing an incomplete mesh and the device produced an incomplete mesh and was deemed non-repairable. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on december 7, 2018 revealed that the calibration and sample mesh could not be taken due to the bent comb. The roller and gear were visibly damaged. The 1.5:1 ratio cutter, serial number (B)(4) and the 2:1 ratio cutter, serial number (B)(4) both produced an incomplete mesh even after the collars and gears were replaced and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on december 7, 2018 which included replacement of the roller, worn bushings, left side plate, comb, and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the sample mesh could not be performed due to the bent comb. The roller and gear were visibly damaged. The 1.5:1 and 2:1 ratio cutter both produced incomplete cuts and were deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the sample mesh could not be performed due to the bent comb. The roller and gear were visibly damaged. The 1.5:1 and 2:1 ratio cutter both produced incomplete cuts and were deemed non-repairable. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.